Event description:
During insertion of the stent into the wire and halfway into the patient body, the shaft broke. There was no injury to the patient and the procedure was completed with another device.

Manufacturer narrative:
This product was reported as available for testing and evaluation but has not been returned as of this writing.